Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer stated that she will treat high blood glucose level with insulin pump. The customer declined to troubleshoot for high readings. Customer states that she is unable to calibrate and can only bolus when testing blood glucose level. Customer was advised that the reason she cannot calibrate is because blood glucose levels are above 400 mg/dl. No products will be returned for analysis.